Event description:
Procedure type: lap chole. According to the rptr: during initial insertion of scope, the plastic piece at the end broke and popped off. This occurred while outside the cavity. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Initial report sent: 01/07/2008.